Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use. However, during preparation, the stent strut appeared to be lifted off the balloon. The procedure was completed with another of same device. There were no patient complications reported.